Event description:
A non-healthcare professional reported during intraocular lens (iol) implant procedure, the haptic broke while advancing in cartridge. Additional information has been requested and received stating no patient contact.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).